Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found that the case was swelled at the battery location but no other irregularities were noted. The device was returned with no telemetry. The device was returned approximately 12 and a half years after it was implanted. Analysis concluded that the device battery depleted normal due to the age and usage of the device.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned following the patients death over 10 years later with no further allegations.